Event description:
Report received of air in the patient line with no pump alarm. The pump was programmed to deliver an unspecified chemotherapy agent at an unspecified rate. The pump reportedly continued to "pump even after the solution bag was empty". The nurse noted that there was air in the patient line, distal to the pump, within 2 to 3 inches of the patient, but the patient did not receive any air. There was no reported adverse patient effect. Though requested there was no further information available.